Event description:
It was reported, the pt is no longer receiving effective low back stimulation. An sjm representative was unable to resolve the issue with reprogramming as stimulation could only be obtained in the pt's left flank and upon increasing stimulation amplitude unintended leg stimulation occurred. Follow-up identified additional reprogramming was attempted to no avail. The pt reportedly states stimulation previously "worked better". No course of action has been determined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.